Event description:
During a laparoscopic procedure, the staples did not form properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/9/97-supplemental report #1 submitted to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.